Manufacturer narrative:
(B)(4).

Event description:
It was reported that session ended replaced sensor occurred. Data was evaluated and the allegation was not confirmed the probable cause could not be determined as the allegation was not found. In addition, transmitter failure alert was found in connection to the reported allegation. The reported event of session ended replaced sensor is reportable based on the finding of a transmitter failure alert. No injury or medical intervention was reported.